Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The sensing vector was set to the secondary vector. The clinic has reprogrammed the sensing vector to the alternate vector. There were no additional adverse patient effects. The system remains implanted.